Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. This was identified during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was manufactured between february 14, 2014 ¿ february 18, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection revealed white particles between 0.15 to 4.00 mm in the fluid of the bladder. Ftir spectrophotometer scanning revealed that the particles were acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.